Manufacturer narrative:
The facility found the relay for the head section caused the unintentional activation. The facility replaced the relay to repair the bed.

Event description:
Alleged the head section of the bed will run up on its own.